Event description:
It was reported that the customer was given a maximum bolus that was not supposed to be given, and it was delivered through bolus. The mother denied that she did not give him and does not know how the insulin pump delivered the bolus on its own. Had the mother to program a 2.0 unit manual bolus and it was delivered; the bolus was recorded in the bolus history. The caller did not feel comfortable and request a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.